Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is thinning and is slow to respond to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the keypad symbols were found to be worn but the keypad rubber was intact. The contrast button was found to be intermittently responding to presses. The contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under the contrast button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).